Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, an empty cartridge alarm occurred with a newly loaded cartridge. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose was 500mg/dl.